Manufacturer narrative:
The reported complaint of a mediastinitis resulted at the insertion site on the patient during the use of solex 7 catheter (lot #156987) which was later returned for investigation. During the findings, no leak or damage was observed during testing and visual inspection of the catheter. No malfunction on the catheter was observed. The catheter performed as intended. The probable cause of the mediastinitis was likely due to the improper placement of the catheter, although, the patient's specific anatomy cannot be ruled out. During visual inspection, no physical damage was observed on the catheter. All lumens were flushed without resistance. Pressure leak test: the catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was found, and the catheter performed as intended. Zoll investigation results showed that the reported problem was not confirmed. No leak and no damage was found during testing. It seems that the site reported a vessel perforation by zoll catheter. Clarification from the customer event assessed as serious due to suspected vessel perforation even though intervention was not required. Based on available information, event was probably related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. Refresher education with placement of the zoll catheters for staff would be probably beneficial at this site. Swelling subcutaneous tissue around a catheter is an anticipated event and could potentially occur with usage of any catheter.

Event description:
During ivtm therapy, the customer reported that a CT scan revealed that extravasation had occurred from the exit site of the proximal or medial lumen, although the solex7 catheter (lot #156987) was at skin level at a depth of 18cm. The catheter was inserted into the patient subclavian vein. Ultimately, a mediastinitis (swelling and irritation (inflammation) of the chest area between the lungs) resulted and treated. It was noted that the distance from the exit sites of the proximal and medial lumen to the catheter tip is significantly longer with the solex7 catheter than with conventional cvcs (central venous catheter), because the cooling coils are located between the mentioned exit sites and the catheter tip. Catheter dwell time was 3 days. The physician who inserted the catheter is experience with zoll catheter product. No consequences or impact to patient.